Manufacturer narrative:
H3 other text : device was returned, not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP w/h device's sound abatement foam. The patient alleged having cough and gas odor coming from device. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged having cough and gas odor coming from device related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, dc j ack color insert. An unknown contaminate was observed inside the ui panel. Liquid ingress was observed on the blower, blower box. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.